Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the distal conductor (not obstructed); there was a cosmetic cut and cosmetic depression of the outer insulation and apparent explant damage.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. It was noted that death was not device system related, however, the cause of death is not known. Further review of the manufacturer's database indicated the patient died approximately nine months after device implanted.